Event description:
Pt on a tpn infusion with hospira gemstar in the tpn mode with down ramp. While the pump was running for approximately 12 hours of 18 hour cyclic infusion the pump alarmed code 09007066, call _____. Called co. They said this is a problem with the pump motor. Resulted in delay of tpn infusion. No pt harm.